Event description:
It was reported that the device will not turn on/off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer reported problem was not confirmed. Technical support performed troubleshooting over to determine the customer reported issue of npi 8015 will not turn on. Technical support: 1. Plug the instrument into ac. 2. Check and/or replace the battery. 3. Check the fuses. 4. Replace the off-line switcher. 5. Replace the power supply board. 6. Return the module to the factory. Recommended replace power supply board. Steve will send unit in for flat fee repair. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device will not turn on/off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device will not turn on/off. No additional information was provided. There was no patient involvement.